Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material inside the distal end, a peeled coating on the connecting tube, and a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. For the suggested event 1: distal end has foreign material and suggested event 3: plastic distal end cover burned- a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. For the event distal end has foreign material based on the results of the investigation, it could not be determined what the foreign material was. It is presumed that due to physical damage of the device, the user possibly could not remove the foreign material. The distal end was burned and shaved. Whereas for the event plastic distal end cover burned, it is presumed it occurs when endo therapy accessories are used as below. -high-energy endo-therapy accessories (high frequency, apc probe, laser probe) are used without ensuring a sufficient distance from distal end. -when laser probe is used, it was withdrawn without waiting to cool down. However, a definitive root cause could not be determined. For the event distal end has foreign material, the instruction manual states the detection method associated with the event by "handling the device in accordance with IFU below. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens", and preventative measures by "handling the device in accordance with IFU below. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) - precleaning the endoscope - manually cleaning the endoscope and accessories". For the event plastic distal end burned the instruction manual states the detection method associated with the event in "operation manual_ preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities", and preventative measures in the following. -high-frequency cauterization treatment operation manual_ using endo-therapy accessories_ high-frequency cauterization treatment warning: always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. -apc probe operation manual_ using endo-therapy accessories_ argon plasma coagulation (apc) warning: make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. -laser cauterization operation manual_ using endo-therapy accessories_ laser cauterization warning: to avoid patient injury, burns, bleeding, perforation and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Caution: allow the tip of the laser probe to cool down before pulling it from the channel. If the laser probe is withdrawn while hot, channel damage may occur. For the suggested event 2: peeling off coating on insertion section- a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is presumed that the event occurred by applying stress such as the following to insertion section. -physical stress such as rubbing or hitting insertion section -chemical stress by conducting reprocessing not recommended in IFU -stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.